Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tc3 revision due to spontaneous fx of the medial femur condyle and eventual infection. When event occured: post-op. Date of original implant: (B)(6) 2017. Facility name or original implant: (B)(4). Was device explanted? Yes. Date (B)(6) 2020. Hardware/explant removal due to: loosening of femur component. Date of revision (B)(6) 2020. Patient consequences: pain, loss movement.